Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil became stuck at the catheter tip upon insertion. The target lesion was located in the moderately tortuous and mildly calcified internal iliac artery (iia). An interlock¿.035 was selected for use. During the procedure, upon insertion, it was noted that the coil became stuck at the tip of the boston scientific imager ii angiographic catheter. The procedure was completed with another of the same coil and imager catheter. No patient complications reported.